Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment. The boot issues were unable to be duplicated. The rep tried multiple boots with various boot patterns - image acquisition system (ias) first, mobile view station (mvs) first, with the umbilical cable disconnected - and saw no slow boots. The rep checked the logs and found nothing that would have suggested a delayed boot. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was having trouble booting. The system was taking over 10 minutes to boot up. The site stated that the system functions as intended, but they alleged that the boot up period was lengthy. There was no patient present when this issue was observed.